Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. The reported issue of getting errors c-84 and c-00 could not be reproduced. The unit energized, cauterized, and all ports recognized instruments. As a safety precaution the unit will be returned to the original equipment manufacturer (OEM) for further investigation. The complaint regarding the iesu errors for was not confirmed by failure analysis. The probable root cause of the reported issue cannot be determined based on the information provided and failure analysis results. No product issue was identified. The iesu was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned iesu revealed no issues related to the customer reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the customer's claim of errors c-84 and c-00 on the integrated electrosurgical unit (iesu), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the errors and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has not yet received a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the iesu was in an unacceptable state after the start of the procedure. Although the surgeon was able to complete the procedure robotically using the same iesu, the issue was reproduced per field evaluation and the iesu was replaced. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostate resection surgical procedure, errors c-84 and c-00 were identified on the integrated electrosurgical unit (iesu). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the ports were placed before the issue was identified. The system initially started without errors and passed functionality checks. The field service engineer (fse) was contacted for troubleshooting. The prostate resection procedure was completed robotically with the same iesu.